Event description:
Per the clinic, the patient experienced a loss of auditory perception, intermittencies and subsequent loss of connection to the internal device (specific date not reported). Troubleshooting and hardware exchange attempts were made; however, the issue could not be resolved. The device was subsequently explanted on (B)(6) 2025, and the patient was re-implanted during the same surgery.